Manufacturer narrative:
Date of event was updated.

Manufacturer narrative:
The patient sample was submitted for investigation. For purposes of the investigation, the customer's tpuc3 result of 13 mg/dl was converted to 130 mg/l. The sample was tested at the investigation site and increasingly diluted with a final result of 203.5 mg/l. In this dilution series, the sample behaved as expected. This is also true for the competitor test from wako where the results were consistent to the original result. The total protein results differ between the test methods. These differences are most likely due to underlying differences in test principles. The roche assay is turbidimetric and the wako assay is colorimetric. Neither a general reagent or hardware issue is suspected. A product problem was not found. Since the clinical condition and medications for the patient were not provided, a specific root cause could not be identified.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable tpuc3 total protein urine/csf gen.3 result for 1 patient's urine sample tested on a cobas 8000 system compared to the wako pyrogallol red method. The date of the event is only an approximation. The initial urine total protein result from the roche cobas 8000 instrument was 13 mg/dl. The initial result was reported outside of the laboratory but was questioned by the doctor who requested the patient sample be tested using a different method. The total protein result from the wako method was < 2.0 mg/dl. The specific cobas 8000 module with serial number was not provided.